Event description:
It was reported that: while a patient was being ventilated by the device, the humidifier bracket mounted on the ventilator broke. The humidfier fell and landed on the shelf on the ventilator trolley assembly. No patient disconnect occurred. The patient was transferred to another ventilator. No patient or user injury reported.